Event description:
I have been reporting problems ( non delivery of insulin with no alarms and no recovery). This is a lethal product and should be recalled immediately. The MFR has not responded to these problems....these problems appear to be generic to the entire, paradigm family of products which started shipping in 2001 (?) Models 511, 512, 712, 515, 715.